Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented that could have led to the event reported. Investigation summary: a stent graft delivery system was returned. Based on the evaluation of the returned sample the partially stent graft deployment could be confirmed. Although the partially released stent graft could be fully deployed during evaluation testing, the outer sheath was found to be elongated which indicated that high friction was present during the treatment which subsequently led to a partially deployed stent graft. An indication for a manufacturing related issue could not be identified. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the valid labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states: "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "the safety and effectiveness of the device when placed across a tight bend has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure". Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding the use of accessories the IFU states: "materials required for the fluency® plus endovascular stent graft procedure: introducer sheath with appropriate inner diameter".

Event description:
It was reported that during a stent graft deployment procedure in the cephalic arch via access through the lower forearm, the stent graft allegedly failed to deploy. Another device was used to complete the procedure. There was no reported patient injury.